Event description:
On (B)(6) 2023, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to their cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired at home on (B)(6) 2023 due to a cardiac arrest, attributed to a significant history of cardiac disease. It was affirmed the patient was connected to their liberty select cycler at the time of death. It was explained that the patient passed peacefully in their sleep and was found unresponsive by family the following morning. Emergency services were activated and soon after, the patient was pronounced deceased in their home with no transport. It was confirmed the patient¿s cardiac arrest leading to their death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 10/09/2023, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to their cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired at home on (B)(6) 2023 due to a cardiac arrest, attributed to a significant history of cardiac disease. It was affirmed the patient was connected to their liberty select cycler at the time of death. It was explained that the patient passed peacefully in their sleep and was found unresponsive by family the following morning. Emergency services were activated and soon after, the patient was pronounced deceased in their home with no transport. It was confirmed the patient¿s cardiac arrest leading to their death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s cardiac arrest. The cause of this patient¿s death can be attributed to a cardiac arrest due to a significant history of cardiac disease as reported by a medical professional. It is well known the end stage renal disease population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Event description:
On (B)(6) 2023, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to their cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired at home on (B)(6) 2023 due to a cardiac arrest, attributed to a significant history of cardiac disease. It was affirmed the patient was connected to their liberty select cycler at the time of death. It was explained that the patient passed peacefully in their sleep and was found unresponsive by family the following morning. Emergency services were activated and soon after, the patient was pronounced deceased in their home with no transport. It was confirmed the patient¿s cardiac arrest leading to their death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Correction provided in e1. Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A as received with reduced dwell simulated treatment was performed and completed. Touch screen test passed. Voltage verification check passed. Valve actuation test passed. System air leak test passed. Teach pumps passed. Patient sensor check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.